Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received. The patient¿s indication for use was spinal pain. Device failures included catheter failure. Injuries included withdrawal and overdose. Dates of injury included hospitalization on (B)(6) 2015. Under implant/explant dates, ¿not removed¿ was noted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015; product type: catheter. .interrogation of the returned pump found infumorph in the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Document contained no new information.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015: product type: catheter. Analysis of the pump was not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. Interrogation of the pump determined it was used to infuse infumorph (10.0 mg/ml at 0.5 mg/day). Analysis of the catheter identified damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.